Event description:
It was reported by the aci clinical specialist that a (B)(4) year old female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6.1mm. Peri-procedure, the patient was anti-coagulated with aspirin. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was deployed successfully and hemostasis was achieved. On (B)(6) 2013, the patient complained to her primary physician about pain in her right leg. The physician referred the patient to a vascular surgeon for evaluation. The patient was re-admitted to the hospital for decreased pulses in her right leg. The vascular surgeon performed a right leg angiogram which revealed an occlusion at the tibial peroneal trunk artery. The patient was given ancef intravenously. The vascular surgeon attempted to angioplasty the right tibial peroneal trunk artery with "suboptimal" results. The patient was then scheduled for an embolectomy that same day ((B)(6) 2013). The vascular surgeon performed the embolectomy and removed an occlusion which appeared to be made up of "peg and clot". The patient's pulses were restored and the patient was scheduled to be discharged on (B)(6) 2013. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1313001) indicated that the device lot met all established performance criteria prior to shipment.